Event description:
Pt had a heart catheterization with interventional/stenting of coronary arteries, physician inserted a closure device angioseal and the tip broke off inside the pt's artery. After numerous attempts; the physicians were unable to retrieve the tip of the device. The pt was loosing a lot of blood, decision was made to transfer to operating room for retrieval, as pt was being prepared for transfer to the operating room, she went into cardiac arrest and died, after a long resuscitative process.